Event description:
Neonatal clear tape electrodes removed from package. When removing from plastic strip, clear tape with metal disk and wires separated from glue rendering them inoperable.

Event description:
Neonatal clear tape electrodes removed from package. When removing from plastic strip, clear tape with metal disk and wires separated from glue rendering them inoperable.